Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dso seal was damaged, the battery compartment housing was damaged, the flow rate was inadequate (target: max. 30 ml h - actual: 36.57 ml h), and low sensitivity threshold for detecting air in the line. There was unknown patient involvement and unknown patient harm.